Manufacturer narrative:
Displayable history crc check failed on startup alarm was noted on the insulin pump's alarm history screen due to corrupt history file. No other alarms or blank display noted during testing. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported the customer had a displayable history check failed on startup alarm. The customer also reported receiving a second alarm that indicated a test failure. Customer also stated their insulin pump had restarted by itself after attempting to clear their alarms. The customer stated their temp basal was not programmed prior to the alarm occurring. It was also found the correct bolus amount was recorded in the bolus history during troubleshooting. Customer was advised their insulin pump needed to be replaced. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.